Manufacturer narrative:
The insulin pump was received with frozen display due to moisture damage at electronic assembly. Also, it received with moisture damage on the keypad, motor and vibrator assembly. We were unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Unable to confirm no button response due to frozen display. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, broken battery tube threads, missing end cap sticker, stained address, serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 7.2 mmol/l at the time of incident. Customer stated that the insulin pump was frozen and the buttons were unresponsive even after the battery has been changed. Customer also reported to have received multiple battery out limit alarms. No troubleshooting was performed. The insulin pump is being replaced and is expected to return for analysis.